Event description:
It was reported that the lens was hard and difficult to fold during preparation for use. There was no pt contact. Reportedly this occured with two lenses. This report refers to leans 2 of 2. Please reference MDR # 1119279-2014-00196 for lens 1 of 2.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.